Event description:
According to the reporter, during a distal gastrectomy with robot support, on duodenal resection, the reload was loaded into the power handle. While approaching and clamping the tissue, impedance 1 was shown on the display, when the green button was pressed and then the down button was pressed, it stopped immediately, and the display showed highest force zone 3. Firing was completely impossible, so the jaw was opened, and based on the surgeon's decision, everything was disassembled, and the shell and reload were replaced. It was noted that the staple come out around the proximal side of the cartridge's jaw. It was reloaded and it could be fired as usual. After that, all four shots could be fired without any problems. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot# p4k1004) sigpshell, sig power sigpshell control shell (lot# n4m1367y) sigadaptstnd, sig power sigadaptstnd linear adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.